Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with a fluttering feeling in the heart. The implantable pulse generator (ipg) was removed and replaced. There were no patient complications reported as a result of this event.